Event description:
Philips received a complaint by the customer on the v60 indicating that the device could not be turned on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device could not be turned on. Per good faith effort (gfe) response received 22oct2025, the customer adjusted and corrected the wire connections of the power management (pm) printed circuit board assembly (pcba) screen to resolve the reported issue. The customer adjusted and corrected the wire connections of the pm pcba screen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.